Event description:
It was reported that the artificial urinary sphincter (aus) stopped working. It was found that the cuff was leaking, and it had holes. The patient underwent a replacement surgery due to this event. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff component was visually and microscopically examined and leak tested. A cuff pinhole was identified proximal to the cuff edge/seam consistent with wear at a fold, affecting the functionality of the device and leading to the reported urinary incontinence. Analysis did not identify any other damage with the device.

Event description:
It was reported that the artificial urinary sphincter (aus) stopped working. It was found that the cuff was leaking, and it had holes. The patient underwent a replacement surgery due to this event. There were no patient complications.